Event description:
Baxter received a report from a calibration technician involving an automix 3+3 compounder. According to the facility, they did an inspection and noticed that there were bare wires in the umb (umbilical) cable on the pumping station side. This problem was discovered before use. The unit is being swapped. There was no patient involvement and therefore no patient injury, medical intervention, or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "bare wires in the umb (umbilical) cable on the pumping station side" was confirmed during device evaluation. The root cause was determined to be a damaged umbilical cable. The umbilical cable was replaced to correct the reported condition. Additional information: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.